Event description:
It was reported that during a surgical procedure, set up, as usual, tried to retract handpiece screen, immediately skipped to calibration screen with no movement in the handpiece and no error message. A second handpiece was used the same issue. The surgeon decided to move to manual instruments. On inspection of the handpiece, post of the case, was noted that the travel was close to full travel. This was not noted at the time of surgery. Results of the investigation have concluded that there was no malfunction confirmation; therefore, there is no objective evidence that indicates the existent of a malfunction related to the event.

Manufacturer narrative:
The device was intended to be used during treatment but was not returned for evaluation. The log files were returned for review and indicated that the device had movement during the handpiece retraction which likely went unnoticed by the user. There was no serial number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. Nevertheless, based on the description of the event, there is no indication of a product failure that could contribute to the reported. A complaint history review found similar complaints of the reported issues and will continue to be monitored. The surgical technique guide released at the time of the complaint provides a warning statement on what to do when there is a homing failure. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has not been established. The log files indicated that there was movement during handpiece retraction and the user did not notice. When the user tried to retract again, the system moved a small amount that was also not noticeable by the user but was successful. Therefore, there was no problem with the device. Per complaint details, currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the procedure was aborted and changed to manual instrumentation. There was no reported delay, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time.